Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to a loose connector on power port 1. Additionally, the controller failed functional testing due to a failure to communicate with the monitor, unresponsive alarm mute and scroll buttons, and display and leds that are off. Internal visual analysis revealed that the flex cable of the lcd display was shifted against the circuit board causing a short to ground of the controller internal voltage of 3.3v. This voltage feeds the user interface controller (uic). Given that the uic provides communication with the monitor, the lack of communication between controller and monitor was most likely due to a short circuit in socket board of the display. It is possible an improper connection of the flex cable to the lcd display during the manufacturing process caused the malfunction on the controller the confirmed malfunction is related to the reported event. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. The most likely root cause of the reported event can be attributed to a disconnected flex cable that normally connects the controller's display and internal board. An internal investigation has been opened by the supplier to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller will not communicate with the monitor. The cable worked with other controllers as well as the monitor worked fine with other controllers. Additional information was further reported that there was damage to the pins on the monitor.